Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump did not properly alert the customer as expected when blood glucose level decreased. Additionally, the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.